Manufacturer narrative:
(B)(4). Although requested, the affected device, logs and data set have not been received. A follow up report will be submitted once the affected device, event logs and data set have been received and investigation has been completed.

Event description:
Customer reported a possible diversion of hydromorphone. The customer reported the female pt was to receive hydromorphone 0.2 mg/bolus dose but the user noted 20 mg had infused. Suspect the pt had tampered with the pca module and diverted the medication. There was no pt harm or medical intervention required. Although requested, no add'l event or pt info was provided by the user.